Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with multiple boluses and monitored. All the boluses delivered completely their indicated amounts and were properly recorded in the bolus history. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being admitted in the intensive care unit for high blood glucose of 360 mg/dl. The customer stated that she believes the device was not administering the doses that she needs, and it was not delivering the boluses fast enough or at all. The customer stated that she tried to stabilize her blood glucose with the insulin pump therapy, but her glucose level was running high again. The infusion set, reservoir, and the insulin were changed to stabilize her blood glucose. The customer stated that during rewind, she did not hear the motor, and it took longer to rewind and prime. No further information was provided.